Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard drive was found to be corrupt and was replaced along with the system interconnect cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was unable to successfully retrieve previously stored data. There was no adverse pt involvement reported. There was no pt information reported.